Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack opening, crease fold, wear abrasion, opening. Leak test was performed and found delamination on diaphragm valve, crack opening on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve. Broken plug strap. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A sharp broken on plug strap due to an unidentified (tear) opening.

Event description:
Patient reported the left side "totally collapsed." Healthcare professional reported a left side deflation and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to deflation and capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported the left side "totally collapsed." Healthcare professional reported a left side deflation and capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device has been explanted.